Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports of internal comm failure 1472 and self check failure 1003 were observed and a loose nut was fastened to the lcd screen and the compressor was replaced to remedy the reports. The customer's reports of compressor failure 1001 and internal comm failure 1474 were observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure- 1001", "internal comm failure 1472", "internal comm failure 1474", and "self check failure- 1003" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.